Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue; failure to advance. It was reported that during the procedure to treat a lesion with a 3.0 x 18 mm xience, there was a problem reaching the lesion with consequences of a dissection. One stent was used to treat the dissection. No additional event or pt information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the dissection. Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon. There was crystallized contrast in the inflation lumen and balloon. The stent implant was stationary on the balloon between the markers. The entire length of the stent implant was smashed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were four kinks in the hypotube, 10, 20.5, 34, and 53 cm distal to the strain relief tubing. There were no kinks or damage noted to the inner member or tip. There was no other damaged noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The pt anatomical condition was not reported in the case detail, which may have assisted in the determination of a cause for the failure to cross. Dissection is a known risk of coronary stenting procedures and is listed as a potential adverse event in the xience v instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Reportedly, another stent was implanted to treat the dissection. Quality assurance analysis noted blood in the guide wire lumen and on the balloon and crystallized contrast in the inflation lumen and balloon. This is consistent with handling and preparation, and suggests the sds was at least partially loaded onto the guide wire. The stent implant was stationary on the tightly folded balloon between the markers, suggesting the sds had not been pressurized. Dimensional analysis found that the tip seal length met manufacturing criteria. However, the entire length of the stent implant was smashed. The damage was not reported and may have occurred during or after use, or as a result of packing for shipment back to abbott vascular for eval. Additionally, four kinks in the hypotube were noted distal to the strain relief tubing. Again, this damage was not observed during inspection prior to use and thus, may have occurred during or after an attempt to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. Kinks can also contribute to difficulty advancing, although it could not be confirmed. In this case, it is unk if the xience v sds contributed to the dissection and although there is no indication of a product quality deficiency, a definitive cause for the failure to cross the lesion, stent damage, and kinks cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.